Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One healing abutment 4.1mm(d) x 4.1mm(p) x 3mm(h) (tha43) was returned for investigation. Visual inspection of the as returned product identified wear and some debris about the abutment threads. Functional testing was performed for the returned product and it was determined the abutment was able to seat as normal in a mating implant. The lot number was not provided. Therefore, a DHR review and complaint history review could not be performed. Appropriate documentation was reviewed. Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed. A root cause could not be determined the following sections have been updated: b4: date of this report. D4: device expiration. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the abutment did not seat.